Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision surgery with implantation of a 600cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with bilateral baker grade IV capsular contracture of her breasts during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-06609 for the contralateral event.

Manufacturer narrative:
On june 10, 2022, mentor received the patient's age (64) at the time of the event. The appropriate field has been populated. Manufacturer¿s reference number: (B)(4).